Event description:
It was reported that during a bariatric surgery (conversion from sleeve gastrectomy to gastric bypass), the echelon¿ 3000 stapler was used to create the gastric pouch. During the first firing with a blue reload, while the device was articulated and locked, the jaws returned to the initial (non-articulated) position during the firing cycle, prior to the knife returning to the home position. The surgeon completed the firing, and the knife subsequently returned to the home position. A second firing was performed with articulation; no recurrence was observed. Two additional firings were completed without articulation, all successfully, with no visible abnormalities in the staple lines. The surgeon indicated this was the first use of the echelon¿ 3000 and received pre-procedure training from a sales representative, including hands-on simulation. The sales representative was present during the procedure and reported observing movement of the device during firing. No patient injury was reported. The procedure was completed successfully with no delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s lot number a97e0u and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.